Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by exposing another time. The philips field service engineer (fse) inspected the system onsite and identified that the screen displayed the message, "generator is busy starting up, no x-ray is possible." Review of system log file confirmed tube was faulty. The fse recommended that the customer replace the tube, but the customer declined the quote and preferred to use large focus only, since now only small focus was unavailable. Consequently, no additional actions were taken by philips. The system was returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating the generator was busy and that x-rays were not possible, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.